Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
This pi is for revision of the patient's right hip on (B)(6) 2019. In providing imaging and details for a revision of the patient's right hip due to disassociation on (B)(6) 2019 (pi 2186730), the following notes were also provided: "my first operation revising to a stryker dual mobility after a failing constrained stryker hip. The constrained hip component was placed in december of 2018 after recurrent dislocation. I did not do the primary hip nor the constrained hip. As shown, the patient dislocated the uhmwpe with the locking ring intact from the bipolar component. I revised the acetabular component, improving the cup inclination and version. Because of her history of lumbar fusion, and considering that she failed a constrained component, I revised her to a dual mobility component and lengthen her leg by a few mm."

Event description:
This pi is for revision of the patient's right hip on (B)(6) 2019. In providing imaging and details for a revision of the patient's right hip due to disassociation on (B)(6) 2019 (pi: (B)(4)), the following notes were also provided: "my first operation revising to a stryker dual mobility after a failing constrained stryker hip... The constrained hip component was placed in december of 2018 after recurrent dislocation...I did not do the primary hip nor the constrained hip. As shown, the patient dislocated the uhmwpe with the locking ring intact from the bipolar component... I revised the acetabular component, improving the cup inclination and version. Because of her history of lumbar fusion, and considering that she failed a constrained component, I revised her to a dual mobility component and lengthened her leg by a few mm."

Manufacturer narrative:
Reported event: an event regarding disassociation involving an unknown constrained liner was reported. The event was confirmed based on medical review. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: a review of the provided medical records and x-rays by a clinical consultant indicated: x-ray printouts available for review include a series dated (B)(6) 2019, which is an ap, lateral and CT cut of the right hip, of which the ap of the right hip is portable, and a right uncemented total hip arthroplasty with a constrained liner with an intact locking ring, which is displaced proximally with an eccentric reduction of the hip, is demonstrated. One screw is visible and the stem is noted to be in nominal position. X-rays dated (B)(6) 2019 are an ap of the right hip and an ap of the pelvis demonstrating a right total hip arthroplasty with the same stem. Two screws are visualized in the acetabulum and an mdm bearing is reduced and in nominal position. As a result of the previous lumbar spinal fusion, acetabular placement likely resulted in impingement at the extremes of motion that caused the instability of the primary total hip arthroplasty. Continued impingement resulted in the failure of the constrained liner and subsequent failure of the mdm bearings. There is no evidence that factors associated with implant design, manufacturing or materials was responsible for this clinical situation resulting from an acetabular position adversely affected by a fixed spinal deformity. Conclusions: clinician review of the provided x-ray records confirmed the reported event. It revealed that as a result of the previous lumbar spinal fusion, acetabular placement likely resulted in impingement at the extremes of motion that caused the instability of the primary total hip arthroplasty. Continued impingement resulted in the failure of the constrained liner and subsequent failure of the mdm bearings. There is no evidence that factors associated with implant design, manufacturing or materials was responsible for this clinical situation resulting from an acetabular position adversely affected by a fixed spinal deformity. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.